Event description:
Ta stapler used: staples did not fully form at end of anastomosis, new stapler opened, anastomosis revised. Stapler secured, removed from service, slm [service-line management] notified.